Event description:
Clinical study. Same pt as 2134265-2008-00439. It was reported that 433 days after a coronary drug eluting stenting treatment procedure the pt experienced a myocardial infarction (mi) a stent thrombosis (st) and required a target vessel intervention (tvr). The pt presented with an acute myocardial infarction. The lesion being treated was a 4.0mm, 40mm long, 100% stenosed, mildly calcified mad moderately tortuous portion of the proximal right coronary artery (prox rca). Pre-procedure medications included flupirtin, metoprolol, hydrocholorothiazid, fentanyl and citalopram, medications given during the procedure included bivalirudin. The physician treated the lesion with predilatation using a 3.0x20mm balloon and successfully implanting two taxus express2 (4.00x16mm and 3.50x24mm) study stents in the target lesion with 0% stenosis post treatment. The pt was discharged on aspirin 100mg, clopidogrel 75 mg, pantoprazol 40mg, nebivolol 2,5mg, candesartan 8mg, hydrochlorothiazid 25mg, atorvastatin 40mg and citalopram 20mg. 433 days after the index procedure, the pt experienced a st (there was occlusion at the stented segment of the target vessel), a st elevated mi and required a tvr. Stent thrombosis of the target lesion was present. There was an occlusion of the vessel at the stented segment of the taxus stent. The physician performed a pci with the implantation of a bare metal stents. The pt was discharged 8 days later on aspirin, atorvastatin, candesartan, clopidogrel, hydrochlorothiazid, pantoprazol, escitalopram and metoprolol. There were no reported complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.